Event description:
Complainant alleged that during a preventative maintenance check, the device intermittently was unable to allow the defibrillator to discharge. The complainant indicated that there was no pt involvement in the reported failure.